Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked stopper causing underfill was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked stopper. Bd was not able to identify a definite root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the embrittlement of the inner plug affects the vacuum blood collection."

Manufacturer narrative:
Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'cracked stopper' with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and the issue of 'cracked stopper' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the embrittlement of the inner plug affects the vacuum blood collection."